Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered due to pump being out of range. Customer's blood glucose was 49 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.